Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review of the enroute tc neuroprotection system plus was completed and confirmed that the events of ischemic stroke, muscle weakness, and speech disorders do not represent new or unanticipated risks. These event types were accounted for during the product risk analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that the patient experienced an ischemic stroke. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, neuromonitoring demonstrated signs of change prior to clamping, after which the physician proceeded with clamping and completed the intervention. Stroke symptoms appeared immediately postoperatively on the right side and included speech involvement as well as right arm and right leg deficits. Imaging confirmed an ischemic stroke. All symptoms resolved within one hour except for persistent arm weakness.

Event description:
It was reported that the patient experienced an ischemic stroke. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, neuromonitoring demonstrated signs of change prior to clamping, after which the physician proceeded with clamping and completed the intervention. Stroke symptoms appeared immediately postoperatively on the right side and included speech involvement as well as right arm and right leg deficits. Imaging confirmed an ischemic stroke. All symptoms resolved within one hour except for persistent arm weakness.